Event description:
A malfunction on the pump was reported after it was dropped, leading to the activation of a malfunction alarm identified as malfunction 16. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.